Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rezf1610 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer was placed and then the wire was threaded through, the PICC was inserted and the guidewire was to be removed. Allegedly, upon removal resistance was felt and the wire could not be pulled out. The wire was then pulled with force and came out crimped.